Event description:
It was reported a minicap extended life pd transfer set leaked. Further described as "leakage issue at twist clamp". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye found no issues. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was not verified and the sample met specification. Should additional relevant information become available, a supplemental report will be submitted.